Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently hot to the touch. Customer provided a blood glucose level of 400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.